Event description:
It was reported that a revision procedure was performed due to this right ventricular (rv) lead exhibiting impedance issues. The rv lead was surgically abandoned and replaced with a new rv lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that a revision procedure was performed due to this right ventricular (rv) lead exhibiting impedance issues. The rv lead was surgically abandoned and replaced with a new rv lead successfully. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the rv lead impedances were observed to be high out of range and measured greater than 2000 ohms. Prior to the revision procedure, x ray and fluoroscopy imaging were taken, however, the physician was unable to determine the cause of the high out of range impedances. The physician performed the revision procedure surgically abandoning the rv lead and replacing it with a new lead successfully. No additional adverse patient effects were reported.